Event description:
Meter was not counting down. A review of the system was conducted over the phone. The review indicated that the customer was inserting the strip after pushing the button. The review also determined that the meter was missing segments in the display. Customer was asked to return the meter for further evaluation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.